Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Hybrid analysis revealed that the reported in can current drain failure at functional test was due to the battery doubler turning on at the reported voltage. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed that the battery depletion was because the device had been subjected to hundreds of shocks after explant due to leads left attached and detection left on. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated analysis indicated that the device tested within specification.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the cause of the reported in can current drain failure at functional test was due to the battery doubler turning on at the reported voltage. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed that the early depletion was due to a short resulted from lithium plating from the anode tab opening/exposed anode by mechanical damage to exposed cathode by mechanical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned, analyzed and tested out of specification. The device was explanted post mortem following the patients death which was unrelated to the device system. No patient complications have been reported as a result of this event.